Manufacturer narrative:
Additional, corrected, and/or changed data: d1, d4, g4.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5ml per side in the jaw and between the chin and lip with an [unspecified] juvéderm® voluma¿ filler. Three months post injection, patient developed a non-device related cold "(most likely covid)" and "swelled up around the entire jaw area, with swelling and lumps where the filler was sitting". Hcp noted this was "most likely, a delayed immunological reaction". Patient was given hyalase x2 +, nsaids, cortisone x2, cortisone for 1v with de-escalation 12 tables the first day". Symptoms decreased but recur after treatment stops. Patient experienced swelling, nodules, and is sore to the touch, no redness on the skin but hard inflammatory nodules. Patient feels swollen all over the face, but hcp notes it is marginally visible. Symptoms are ongoing. A cannula was used.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.5ml per side in the jaw and between the chin and lip with an [unspecified] juvéderm® voluma¿ filler. Three months post injection, patient developed a non-device related cold "(most likely covid)" and "swelled up around the entire jaw area, with swelling and lumps where the filler was sitting". Hcp noted this was "most likely, a delayed immunological reaction". Patient was given hyalase x2 +, nsaids, cortisone x2, cortisone for 1v with de-escalation 12 tables the first day". Symptoms decreased but recur after treatment stops. Patient experienced swelling, nodules, and is sore to the touch, no redness on the skin but hard inflammatory nodules. Patient feels swollen all over the face, but hcp notes it is marginally visible. Symptoms are ongoing. A cannula was used.